Event description:
Patient had to undergo a revision surgery due to potential infection. The surgeon irrigated and debrided the knee and replaced the liner. The explants will be available. No x-rays available.